Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter read inaccurately compared to his feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that on (B)(6) 2014 at approximately 9am he obtained an alleged inaccurate high reading of ¿260 mg/dl¿ with the subject meter. The patient stated that normal/typical readings for him range between ¿120 and 130 mg/dl¿. The patient manages his diabetes with metformin (1 pill daily). The patient claimed he had taken his oral medication between 7:30 and 8am that morning, prior to obtaining alleged inaccurate high result. The patient mentioned that approximately 1 hour after obtaining ¿260 mg/dl¿ result he developed ¿cold sweats¿; a symptom he associated with a low blood glucose. In response to the symptom, the patient drank milk and ate bread. The patient confirmed feeling better afterwards. At the time of troubleshooting, the customer service representative (csr) noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia shortly after obtaining an inaccurate high reading with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.